Event description:
On (B)(6) 2025 the hospital observed discolored catheter tips from multiple lots of arrowg+ard blue mac two-lumen central venous access for use with 7.5 - 8 fr. Catheters (sku / article #: cdc-21142-xcn1a). Tested two sterilely collected catheter tips from affected lots for contamination. One of the catheter tips grew ralstonia insidiosa. Reference report mw5167277.